Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. It was placed and driven on an in-house system, where it passed the recognition and engagement tests and moved intuitively, with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Known causes of this failure mode include insulation degradation and carbonized tissue creating a conductive path.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative issue cannot be determined. The product has not been returned to isi for evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a spark suddenly appeared at the proximal part of the fenestrated bipolar forceps instrument jaws. At the time of the event, the surgeon was applying bipolar cautery to unspecified tissue, and the instrument tips were in contact with the tissue. No arcing was observed by the or staff or by the surgeon. During a visual examination, a burned area was identified on the plastic part of the instrument that is situated at the junction of the instrument jaws. At the time of the event, the tip-up fenestrated grasper and the monopolar curved scissors instruments were also in use. When asked if the fenestrated bipolar forceps instrument tips collided with any other instrument or tool during the procedure, the surgeon stated, "any other instrument were in contact." The electrosurgical unit in use at the time was the erbe vio generator; the cut and coag settings used at the time were not recorded. The instrument was inspected prior to use, and no damage was identified. The instrument was confirmed to be connected properly. Prior to the event, the instrument was in use for more than 30 minutes. No staples or clips were identified within the surgical area. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believes the event was caused by a defect on the plastic piece of the instrument. The customer confirmed that the patient was not burned as a result of this issue, and the patient did not experience any post-operative complications. The procedure was completed with a back-up fenestrated bipolar forceps instrument and with no other reported issues.